Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h8, h10. Current repair: product evaluation: product review of the air dermatome serial number (B)(6) by dover on 15 june 2020 revealed that the calibration was out at the 0 reading and the head of the device had some nicks and gouges that could affect the performance of the device. Product repair: repair of the device was performed by dover on 15 june 2020 which included replacement of the following: head: additional repair included the neck being removed and the reciprocating arm cleaned and bearing replace and the device was recalibrated. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the dermatome skipped and shredded the skin during surgery, no harm reported and a delay of 20 minutes did occur. No additional patient consequences were reported.